Event description:
Info received indicates the bed has no head up and no bed up functions.

Manufacturer narrative:
The tech found contamination in the hydraulic manifold. He replaced the hydraulic manifold to repair the bed.